Manufacturer narrative:
The device was returned without a specific complaint or event. The device was received with normal telemetry and output. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. The atypical appearance of the header may be created by physical reaction between the hardener component of the epoxy and the ambient environment¿a reaction known as amine blush. These reaction products are generally present whenever epoxy is exposed to air as it is cured. Typically, it is not problematic as it does not passively penetrate the epoxy backfill and can be easily removed during the polishing process post-curing. Further electrical and mechanical analysis performed did not identify any functional issues. Longevity assessment found the device operating above the elective replacement indicator (eri) level and within expected longevity.

Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
This report is to advise of an event observed during analysis.